Manufacturer narrative:
The unique identifier was not known at the time of the event. The fiber was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned fiber had no apparent physical damage. The fiber passed a functional test using a visual fault locator. No problem found. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used in a soft tissue ablation (neuro) procedure. It was reported that the fiber was not functioning. The manufacturer representative stated that they were getting ready to ablate during a case and the fiber was not working. They switched to a second fiber which worked without issue and they were able to proceed with the case with a 15 min delay. There was no impact on patient outcome. Additional information was received stating that the manufacturer representative was not 100% sure but it seems the section of the fiber that was compromised was where it was fed through the doorway, which could have damaged it or even someone stepping on it could have done the trick.